Manufacturer narrative:
Age at time of event:18 years or older. Device evaluated by manufacturer: visual inspection of the returned product revealed an introducer sheath, pusher wire and coil were returned for analysis. The distal section of the coil was just partly in the introducer sheath. The introducer sheath was inspected, and no damage was noted. The twist lock was fully opened. The delivery wire is kinked. A microscopic inspection was performed. The interlocking arm of the delivery wire was inspected and no damage was noted. The interlocking arm had broken off the coil, it was not returned. The coil was stretched proximally. The coil zap tip shape and surface was smooth. The number of proximal fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06534. Reportable based on device analysis completed on (B)(4) 2014. It was reported that coil could not be pushed out from the catheter. A 10mm x 40cm and a 20mm x 40cm interlock¿-35 coils were selected for treatment of an aneurysm in the right lower limb arteriovenous fistula lumen prosthesis. During the procedure, neither coil could be pushed out from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm of the coil was broken and the number of proximal fiber bundles was below the assigned specification.